Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The 30 degree endoscope plus was analyzed and found to with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. Component has a broken or detached piece in a location that could potentially fall into the patient. The endoscope was visually inspected and found with mechanical damage to the scopes distal tip. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with aea shaft bearing contributing to friction. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope cable integrated connector was visually inspected and found with the printed circuit assembly (pca) board exhibited missing electrical contacts. The complaint regarding a cracked lens was confirmed by failure analysis. The probable root cause of endoscope tip damage is typically attributed to the user, such as inadvertent collisions with hard surfaces or drop of the scope. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci assisted surgical procedure, the 30 degree endoscope plus was found to have cracked lens. The customer reported event had no report of patient injury.